Event description:
Product analysis was completed on the returned generator.

Event description:
The patient reported experiencing severe left neck and shoulder pain starting on (B)(6) 2025. It was noted that the patient works on a farm which has polywire electric fence (3600 watt) and the patient accidentally hit and got zapped by the fence. The impedance was within normal limits, and the chest/neck x-rays were normal. The patient's settings were then altered. It was later reported that the patient underwent a generator replacement. The explanted generator was received and product analysis is underway. Additional information received noting the battery replacement was for both patient comfort and to preclude a serious injury. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.